Event description:
Patient received a cardioseal pfo occluder hde device for a ppo on (B)(6) 2005. In the third month follow up on (B)(6) 2005, it was determined with transthoracic echocardiogram that the device was not in place. Patient had a fluoroscopy and trans esophageal echocardiogram procedures to confirm the lection of the device on (B)(6) 2005. The result showed that the device was in the abdominal aorta, therefore subject immediately transferred to the operating room and the device was removed surgically on (B)(6) 2005. Patient discharged to home on (B)(6) 2005.